Manufacturer narrative:
B3: date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: na, batch: ab2354. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after spine surgery, one of the s1 lead migrated and patient lost effective therapy. As a result, surgical intervention was undertaken wherein the s1 lead was explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was attributed to the issue.